Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined; however, the user facility reported that the device is no longer used at the facility and there has been no additional infections.

Event description:
The user facility reported that a patient underwent a right myringotomy with tubes for eustachian tube dysfunction (rmt/right etd) and contracted an infection. During a follow visit on (B)(6) 2019, the patient was noted to have fullness of the ear and muffled hearing. On (B)(6) 2019, the patient presented for a second follow up visit and at that time, the patient¿s vent tube was removed from the right ear. The patient was reportedly doing better in a third follow up visit on 3/29/19.